Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The caller stated that the buttons had not been responding normally and looked a bit worn. The caller stated that the act and down arrow buttons reponding only intermittently. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. The caller declined to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.